Event description:
A discordant digoxin result was obtained on a dimension rxl max hm instrument. The sample was rerun. The initial and rerun results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant digoxin result.

Manufacturer narrative:
The initial MDR 1226181-2013-00082 was filed on (B)(4) 2013. May 6, 2013: additional information: another siemens field service engineer (fse) visit to the customer site was conducted. The fse installed a new sampler arm, ultrasonic pc board, source lamp and syringe. Additional parts were then ordered and on a following visit, the sample pump panel, sample drain and reagent pump panels were replaced. The system was recalibrated and a system check was successfully performed. Qc was run and was within specification. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service (fse) was dispatched to the customer site. After analysis of the instrument, instrument data and samples, the fse determined that the cause of the discordant digoxin result is unknown. The fse reseated and aligned the sample probe. Siemens is investigating the issue.